Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: patient underwent x-ray of lumbar spine . Conclusion: additional interpedicular screws with posterior rods were placed in the lower thoracic spine through the lumbar spine with interspace spacers added at l1-2 and l2-3. There are no metallic or osseous fractures. On (B)(6) 2011: patient presented for follow up visit. He has some mid thoracic radicular pain with certain movements. It is not severe.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on an unknown date in 2011, the patient underwent lumbar fusion surgery using rhbmp-2/acs and that it was causing him multiple complications and injuries. He was diagnosed to be suffering from cancer in (B)(6) 2014. He suffered from bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish. Allegedly, such injuries contributed to development, growth, and/or progression of cancer leading to patient's death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.